Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported the patient experienced ineffective therapy. In turn, the patient¿s drg system was explanted to address the issue.